Manufacturer narrative:
One osseotite® tapered certain® implant 4 x 8.5mm (xifnt485) was returned for investigation. Visual evaluation identified no apparent malfunction as well as signs of use on the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Returned product matched print specification where measured. Pre-existing conditions noted on the per were patient history of non-hodgkin's lymphoma and the site was grafted during placement (autogeneous). The patient had unknown bone density. The reported device was located on tooth #30 (universal) and was implanted for almost 1 year. The customer did not provide any pictures or x-ray images. DHR review was completed for the subject lot number (2019020928). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2019020928) for similar events and no other complaint was identified. Complaint category keyword: medical (B)(6) post market trending was reviewed and there were no actionable events or corrective actions for the reported event (medical: other) or product (xifnt485). Based on available information, device malfunction did not occur and the reported event was non-verifiable as no objective evidence was provided to confirm the medical event. Sections updated: b4: date of this report. G3: date investigation results and additional information were received. G6: type of report and follow up number. H2: follow up type. H3: device evaluated. H6: adverse event problem codes. H10: manufacturer's narrative.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the patient had medication related osteonecrosis of the jaw related to the extraction of tooth #32. The implant at site #30 was a long-term casualty of the mronj. Patient had exposed bone secondary to being on xgeva.